Event description:
System controller alarms for power cable disconnect while patient connected to 2 fully charged batteries, which were secure in battery clips. Alarms stopped when system controller switched out.